Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No unexpected insulin flow blocked alarms noted. Device received with the insulin flow block alarm functioning properly. No air bubbles noted during testing using a water fill test reservoir. Device received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 at 6pm with blood glucose was over 300 mg/dl. The current blood glucose is 200 mg/dl. The customer currently in intense care unit and on insulin drip. The customer experienced symptoms like abdominal pain, vomiting and difficulty in breathing as result of high blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The high pressure test was performed on insulin pump and test result was yes. The customer reported that the they received no delivery alarms. The insulin pump will be returned for analysis.